Manufacturer narrative:
Concomitant medical products: system controller (epc-11068); 14 volt lithium-ion battery set ((B)(4)); 14 v li-ion battery clip set (lot # 34566690109-a) although the pump was not available to be returned to the manufacturer for evaluation, the patient¿s system controller and a set of 14 volt lithium-ion batteries and battery clips were returned for analysis. The returned set of 14 volt lithium-ion battery clips and system controller were unremarkable and found to function as intended. A review of the log file data retrieved from the returned system controller revealed recorded events indicating that the pump stoppage occurred due to a fully depleted set of 14 volt lithium-ion batteries. Multiple low battery advisory and low battery hazard alarms were captured in the log file, where the system controller went into power save mode. The information recorded in the log file indicated that these alarms were manually reset and silenced each time. The evaluation of the two returned 14 volt lithium-ion batteries revealed that, at the time of the reported event on (B)(6) 2013, the batteries were almost two years past the expiration date of december 2011. Despite the batteries being almost two years past the expiration date, no functional issues were found. The batteries were successfully recharged in the test universal battery charger and the run-time observed during the testing was within specification. In summary, based on the information available and the analysis of the returned devices, it appeared likely that the specific cause of the reported pump stoppage may have been attributed to depleted batteries. A review of the device history records revealed the pump and the returned devices met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event. Placeholder.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital staff via e-mail that the pt expired and was found unconscious at a local gas station in their vehicle. It was reported that the batteries were completely drained. The emergency medical technicians tried to use the spare batteries in the back-up bag but those were also low. The pt was alarming upon arrival to the emergency room where they were unable to resuscitate him. Estimations were that at approx 15:45, emts arrived around 16:30, arrived to the emergency department around 17:00. The batteries were checked and one needed to be recalibrated, but no codes were showing and they appeared to be charging approx at the time. It is difficult to know the events leading up to pumps stoppage as the pt was alone in their vehicle. No autopsy was performed and the pump will not be returned for analysis.